Event description:
The pt's mother reported on (B)(6) at 8:00 am her son activated a new pod. The next day ((B)(6)) his blood glucose was reading "high" (> 500 mg/dl) for most of the day. At 9:00 pm he tested his bg again it was still reading "high" at which he gave a manual bolus of 10 units with an insulin pen. At 9:30 pm he went to the emergency room and his bg was measuring 311 mg/dl. He removed the pod and noticed the cannula was bent. He also had chest pain and was turning blue but he did not feel nauseated, any headache or other symptom related to the high bg. At the emergency room they did some blood work and he was treated with fluids intravenously for dehydration. He was released from the emergency room at 5:00 am and was able to activate a new pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the pt's emergency room visit and hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It also advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."